Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the distal cover on the duodenovideoscope fell off inside the patient and was not retrieved. It was reported that the physician was not worried about the distal cover inside of the patient, as that it was expected that the cover would pass naturally. The issue occurred during an unspecified therapeutic procedure. The procedure was cancelled and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to the distal cover overlapped the hook at the distal end and did not completely go over the hook. It made the cover insufficiently attached to the device and easy to come off. The event can be detected/prevented by following the instructions for use (IFU) sections: detection method is described in 4.1 of chapter 4 in operation manual. Preventive measure is described in 3.5 of chapter 3 in operation manual. Olympus will continue to monitor field performance for this device.

Event description:
It was additionally reported that the procedure was an endoscopic retrograde cholangiopancreatography (ercp). It was initially stated the procedure was cancelled, however, additional information was obtained that the physician did go back into the patient with another scope to check for the cover, but it was not found. Due to the re-scoping the procedure and anesthesia were delayed for 5 minutes, but the procedure had been fully completed. It was reported that the cover had been secured prior to the procedure start. There were no additional interventions: the patient was discharged as an outpatient that same day.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event as well as corrections. New information added to the following field: b5 and h10. Corrections made to the following fields: b1, b2, h6 (heic) and h1.